Manufacturer narrative:
Preliminary analysis revealed that, based on provided data, normal battery depletion occurred (according to hrs guidelines).

Event description:
The subject pacemaker was implanted on (B)(6) 2007 in a pacing-dependent patient. Reportedly, during a follow-up performed on (B)(6) 2019, the displayed estimated residual longevity was 34 months. The battery impedance was 4.23 kohms. Due to the covid-19 outbreak, the next follow-up had to be postponed. The patient did not attend the scheduled follow-up and was admitted to the hospital with dizziness and collapse a couple of weeks later. Upon pacemaker interrogation on (B)(6) 2020, the recommended replacement time (rrt) was found to have been reached. The battery impedance was 20.67 kohms, magnet rate was 80 min-1 and the pacemaker was operating in vvi mode, basic rate 70, unipolar sensing and pacing with high pacing output.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2007 in a pacing-dependent patient. Reportedly, during a follow-up performed on (B)(6) 2019, the displayed estimated residual longevity was 34 months. The battery impedance was 4.23 kohms. Due to the covid-19 outbreak, the next follow-up had to be postponed. The patient did not attend the scheduled follow-up and was admitted to the hospital with dizziness and collapse a couple of weeks later. Upon pacemaker interrogation on (B)(6) 2020, the recommended replacement time (rrt) was found to have been reached. The battery impedance was 20.67 kohms, magnet rate was 80 min-1 and the pacemaker was operating in vvi mode, basic rate 70, unipolar sensing and pacing with high pacing output.

Event description:
The subject pacemaker was implanted on (B)(6) 2007 in a pacing-dependent patient. Reportedly, during a follow-up performed on (B)(6) 2019, the displayed estimated residual longevity was 34 months. The battery impedance was 4.23 kohms. Due to the covid-19 outbreak, the next follow-up had to be postponed. The patient did not attend the scheduled follow-up and was admitted to the hospital with dizziness and collapse a couple of weeks later. Upon pacemaker interrogation on (B)(6) 2020, the recommended replacement time (rrt) was found to have been reached. The battery impedance was 20.67 kohms, magnet rate was 80 min-1 and the pacemaker was operating in vvi mode, basic rate 70, unipolar sensing and pacing with high pacing output.